Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy. The indications for use were non-malignant pain and other non-malignant pain. Drug information was not provided. The hcp read from the patient¿s chart. On (B)(6) 2011, the patient was seen for a refill and was noted to have been septic and had a PICC (peripherally inserted central catheter) line in place from the hospital. Additionally, the low battery alarm was going off, and a pump replacement was needed. The cause of the patient's sepsis was not known. On (B)(6) 2011, the patient's pump was thought to have been replaced.